Event description:
The customer reported to olympus that during transurethral resection of bladder tumor, this inner sheath's ceramic tip broke off into the patient. The customer was unable to retrieve all of the pieces and believes it will pass through urinary tract. The procedure was prolonged due to fetching of pieces from the bladder. The procedure was completed with a similar device. There were no reports of further patient or user harm associated with this event.